Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult clip deployment and difficult imaging were unable to be determined. The reported improper or incorrect procedure or method was due to the user pulling on the device with more force. The reported slda seems to be related to the reported improper or incorrect procedure or method. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted imaging was challenging throughout the procedure. An ntw clip was inserted and placed on the mitral valve. While attempting to deploy the clip, it was noted the clip did not detach from the mandrel. In an attempt to deploy the clip, the physician pulled on the device with more force. The clip was able to be deployed, but this caused the clip to detach the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.